Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunctions were verified. The alleged insulin gauge malfunction could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 50% to 40% while connected to a power source. In addition, the customer was having difficulty charging the pump with the wall adapter. The customer also stated that after loading a cartridge onto the pump, the insulin gauge later displayed 0 units. The customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose (bg) level was 270 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump for insulin therapy.